Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own. Olympus followed up with the user facility to obtain additional information regarding the reported event but with no result.

Event description:
Olympus was informed that during an unspecified procedure, the cutting forceps would intermittently activate on its own without depressing the activation button. It was reported that when the device was plugged into the generator a "device not connected" error message was observed. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, a correction in the lot# and to update sections . The referenced device was returned to olympus for evaluation. The lot# on the device is jf623238. A visual inspection of the device was performed. The jaws open/close, the blade advances/retracts, the lock engages/releases and the jaw rotates as designed. The blue coag button has a good tactile feel on both sides. The device was tested with an olympus esu (esg-400) on sample tissue and it coagulated the tissue very well through the whole cycle. A regrasp error was observed but only on very small thin tissue bite. The evaluation was unable to confirm the reported event as the device functioned as designed.